Manufacturer narrative:
Additional narrative: device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when using 2.4mm cannulated screw set and drilling over a 0.8mm guide wire and taking drill bit out after drilling, it was noticed that the tip of the drill bit had broken off. Fragments of the drill bit were left in patient. Also during this foot procedure, one of the 0.8mm guide wires was bent during insertion of a screw. The bent guide wire was taken out and replaced with a new one. There was 5-7 minutes delay in the surgery. Procedure was completed successfully. Patient status reported as stable. Concomitant devices reported: 2.4mm cannulated screw (part 211.820, lot number unknown, quantity 1). This report is for one (1) 0.8mm guide wire. (B)(4).